Event description:
It was reported to boston scientific corporation that a resolution clip was used in a colonoscopy for closure of a polypectomy on (B)(6) 2022. During the procedure, the clip kind of fell apart, and had to be wiggled and pulled before they could release it from the mucosa. There were no patient complications reported as a result to this event. The patient's condition at the conclusion of the procedure was reported as a result to this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.